Event description:
It was reported that the extension and implantable neurostimulator (ins) were being placed during the report. The left side impedances were normal, but the right side flagged the following as high: c and 8 at 2 ,212, c and 10 at 2,147, c and 11 at 2,080, 8 and 10 at 4,131, and 8 and 11 at 4,154. There were no historical impedances values from direct connect to lead. The reporter stated that they had not tried to disconnect and reconnected the extension. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0exrz, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0exrz, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. The initial MDR was filed as manufacturing report #3007566237. Additional review showed the correct manufacturing site was site #3004209178.

Event description:
Additional information received reported that it was unknown if the high impedances resolved. The reporter was not aware of any further diagnostics performed and no cause of issue determined. The patient¿s outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2014, product type: extension. (B)(4).